Event description:
Sales rep (B)(4) reported on behalf of the surgeon, dr (B)(6), that a pt who had undergone initial surgery (fixation occiput/thoracal 8 system oasys/xia 4.5) on (B)(6), was showing a broken plate and screw on the x-ray. He added that the surgeon has not yet decided whether he will intervene and do a revision or not.

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.